Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the managing director inflated the foley catheter balloon in the operating room, the patient went to recovery. Around 90 minutes later, the doctor went to perform a fundal check and the balloon was noticed to be out of the patient. It broke off at the connector. The connector and tube were saved. Foley replaced.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual: received 1 all-silicone foley catheter. Verified material number 1758si16 and manufacturing lot number ngjw0251. Visual evaluation of the returned sample noted one opened (without original packaging), all-silicone foley catheter. Visual inspection of the sample noted the inflation arm was broken into on the return sample. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the managing director inflated the foley catheter balloon in the operating room, the patient went to recovery. Around 90 minutes later, the doctor went to perform a fundal check and the balloon was noticed to be out of the patient. It broke off at the connector. The connector and tube were saved. Foley replaced.